Manufacturer narrative:
Describe event or problem, corrected data: the date that the products were received was inadvertently reported incorrectly as 09/29/2016 on the initial report. The received date was 09/28/2016.

Event description:
A battery life calculation estimated 1.2yrs remaining battery life at the most recent available settings at the time of death. Analysis of the generator was approved on 10/13/2016. The device output signal was monitored, and results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was approved on 10/19/2016. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Information was received from the national death index that the patient's underlying cause of death was unspecified threat to breathing. It was also indicated that atherosclerotic cardiovascular disease, other and unspecified convulsions and asphyxiation were secondary contributing events to the patient's death.

Event description:
It was reported on 09/07/2016 that a patient was found deceased on (B)(6) 2016 in a tree stand, hanging upside down. It was suspected that the patient may have had a cardiac event, but it was not confirmed. The relationship between the death and vns had not been established. An autopsy was performed, and the explanted product were sent back for analysis. The explanted generator and lead were received on 09/29/2016. Analysis has not been approved to date, and no additional information was received.